Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-jan-2014. The most recent information was received on 26-jan-2016. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding /heavy bleeding/ abnormal bleeding (general):'), pelvic pain ('pelvic pain/ pain to back that moves to front both sides of ovaries') and bipolar disorder ('psychological or psychiatric problems condition: bipolar syndrome ') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, paratubal cyst and uterus enlarged. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, antibiotics for uti as well as ibuprofen. O n (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("frequent utis / uti(interpreted as urinary tract infection)/ bladder or urinary problems: uti's/ infection (bladder/ urinary tract/vaginal) type: uti's") with pollakiuria, cystitis ("bladder infection") and bacterial infection ("bladder or urinary problems: bacterial infection"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("intense menstrual cramps / dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair is thinning / hair loss/ hair loss "), allergy to metals ("I am having a severe reaction to the coils, due to nickel/ I am allergic to nickel"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), rash ("rashes "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision problems / vision/eye problems type: require glasses full time"), mood swings ("hormonal changes: mood swings "), libido decreased ("hormonal changes: sex drive decreased dramatically"), rash macular ("rashes or skin conditions type: blotches all over body") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), feeling abnormal ("neurological condition/problem: brain fog ") and confusional state ("neurological condition/problem: confusion "). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy blood clots with period/ excessive bleeding lasts for 7 days, then comes again in 2 weeks for 4 days"), nausea ("last 3 days nausea all day"), depression ("psych injury related to essure: depression"), anxiety ("anxiety") and bipolar disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastoidi reflux disease/ gerd"). On an unknown date, the patient experienced polymenorrhoea ("periods twice in a month"), abdominal pain ("abdominal cramps without the menstrual cycle"), abdominal distension ("bloating"), abdominal hernia ("has another hernia in the abdominal area"), headache ("frequent headaches"), post-traumatic stress disorder ("post traumatic stress disorder"), pelvic discomfort ("pelvic stress disorder"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), vitamin d deficiency ("vitamin d deficiency") and abdominal pain upper ("stomach pain "), experienced vomiting ("vomiting"), decreased appetite ("loss of appetite"), constipation ("constipated"), hypoaesthesia ("numbness in hands and feet") and paraesthesia ("tingling in hands and feet") and was found to have neoplasm ("tumors") and ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on ovary"). The patient was treated with medroxyprogesterone acetate (depo provera), metoclopramide and surgery (essure removed and total hysterectomy and bilateral salpingectomy on (B)(6) 2016, right oophorectomy, left ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, alopecia, urinary tract infection, dyspareunia, female sexual dysfunction, vaginal discharge, vaginal haemorrhage and bacterial infection had resolved, the polymenorrhoea, back pain and nausea had not resolved, the vomiting outcome was unknown, the decreased appetite, constipation, hypoaesthesia and paraesthesia had not resolved, the abdominal distension, abdominal hernia, allergy to metals, headache, post-traumatic stress disorder, pelvic discomfort, rash, depression, fatigue, gastrooesophageal reflux disease, neoplasm, visual impairment, weight increased, mood swings, libido decreased, vulvovaginal dryness, anxiety, rash macular, feeling abnormal, confusional state, ovarian germ cell teratoma benign, vitamin d deficiency, bipolar disorder, bacterial vaginosis and abdominal pain upper outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, confusional state, constipation, cystitis, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, libido decreased, menorrhagia, migraine, mood swings, nausea, neoplasm, ovarian germ cell teratoma benign, paraesthesia, pelvic discomfort, pelvic pain, polymenorrhoea, post-traumatic stress disorder, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vomiting, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: rcc: discrepancy noted for essure insertion date (B)(6) 2009 and (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date (B)(6) 2018 and (B)(6) 2016 (other). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram in (B)(6) 2009: results: positioned properly within the fallopian tubes. Imaging procedure on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported ¿which indicates a new technical failure mode for the device. Medical assessment . The reported medical events are not necessarily indicative of a quality defect no batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. No new information received. Amendment: the report was also amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) (MFR control no 2951250-2018-00301) events added- cramping, dyspareunia, rashes, apareunia, depression, vaginal discharge, fatigue, gerd, tumors, vision problems, weight gain, mood swings, sex drive decreased dramatically, vaginal dryness, abnormal bleeding (vaginal), bacterial infection, anxiety, blotches all over body, brain fog, confusion, teratoma on ovary, vitamin d deficiency, bipolar syndrome, bacterial vaginosis, stomach pain were added. Date of insertion and date of removal were updated. Medical history were added. Concomitant drugs were added. New reporters were added. Events outcome were added. Events onset dates were added. Patient demographic was added. Lab data was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 22-jan-2014. The most recent information was received on 14-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding /heavy bleeding/ abnormal bleeding (general):'), pelvic pain ('pelvic pain/ pain to back that moves to front both sides of ovaries') and bipolar disorder ('psychological or psychiatric problems condition: bipolar syndrome ') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, paratubal cyst and uterus enlarged. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, antibiotics for uti as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("frequent utis / uti(interpreted as urinary tract infection)/ bladder or unrinary problems: uti's/ infection (bladder/ urinarytract/vaginal) type: uti's") with pollakiuria, cystitis ("bladder infection") and bacterial infection ("bladder or unrinary problems: bacterial infection"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("intense menstrual cramps / dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair is thinning / hair loss/ hair loss "), allergy to metals ("I am having a severe reaction to the coils, due to nickel/ I am allergic to nickel"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), rash ("rashes "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision problems / vision/eye problems type: require glasses full time"), mood swings ("hormonal changes: mood swings "), libido decreased ("hormonal changes: sex drive decreased dramatically"), rash macular ("rashes or skin conditions type: blotches all over body") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced migraine ("migraine"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), feeling abnormal ("neurological condition/problem: brain fog ") and confusional state ("neurological condition/problem: confusion "). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy blood clots with period/ excessive bleeding lasts for 7 days, then comes again in 2 weeks for 4 days"), nausea ("last 3 days nausea all day"), depression ("psych injury related to essure: depression"), anxiety ("anxiety") and bipolar disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastoidi reflux disease/ gerd"). On an unknown date, the patient experienced polymenorrhoea ("periods twice in a month"), abdominal pain ("abdominal cramps without the menstrual cycle"), abdominal distension ("bloating"), abdominal hernia ("has another hernia in the abdominal area"), headache ("frequent headaches"), post-traumatic stress disorder ("post traumatic stress disorder"), pelvic discomfort ("pelvic stress disorder"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), vitamin d deficiency ("vitamin d deficiency") and abdominal pain upper ("stomach pain "), experienced vomiting ("vomiting"), decreased appetite ("loss of appetite"), constipation ("constipated"), hypoaesthesia ("numbness in hands and feet") and paraesthesia ("tingling in hands and feet") and was found to have neoplasm ("tumors") and ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on ovary"). The patient was treated with medroxyprogesterone acetate (depo provera), metoclopramide and surgery (essure removed and total hysterectomy and bilateral salpingectomy on (B)(6) 2016, right oophorectomy, left ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, alopecia, urinary tract infection, dyspareunia, female sexual dysfunction, vaginal discharge, vaginal haemorrhage and bacterial infection had resolved, the polymenorrhoea, back pain and nausea had not resolved, the vomiting outcome was unknown, the decreased appetite, constipation, hypoaesthesia and paraesthesia had not resolved, the abdominal distension, abdominal hernia, allergy to metals, headache, post-traumatic stress disorder, pelvic discomfort, rash, depression, fatigue, gastrooesophageal reflux disease, neoplasm, visual impairment, weight increased, mood swings, libido decreased, vulvovaginal dryness, anxiety, rash macular, feeling abnormal, confusional state, ovarian germ cell teratoma benign, vitamin d deficiency, bipolar disorder, bacterial vaginosis and abdominal pain upper outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, confusional state, constipation, cystitis, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, libido decreased, menorrhagia, migraine, mood swings, nausea, neoplasm, ovarian germ cell teratoma benign, paraesthesia, pelvic discomfort, pelvic pain, polymenorrhoea, post-traumatic stress disorder, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vomiting, vulvovaginal dryness and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: rcc: discrepancy noted for essure insertion date- (B)(6) 2009 and (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date- (B)(6) 2018 and (B)(6) 2016 (other). Current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: positioned properly within the fallopian tubes. Imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.